Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Patient alleges that the fsn received has led to unrest and doubt as to whether continued use of the device is safe, which has had a negative effect on the sleep therapy. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CAPA, bipap, and mechanical ventilator devices. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The device passed the evaluation and there were no technical findings available. The error log was reviewed and no errors were found. The device passed decontamination. The device was reworked and passed inspection, and was dispositioned per fc 16-700-626.

Manufacturer narrative:
H3 other text : device serviced by a third party supplier.